Manufacturer narrative:
No intervention was attempted to remove the dislodged stent from the patient. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a severely tortuous and calcified lesion exhibiting 90% stenosis located in the proximal circumflex (cx) artery. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that following a failed delivery of the stent an attempt was made to remove the device from the patient. Upon withdrawing the stent into the guide catheter the proximal edge of the stent became caught on the distal tip of the guide causing the stent to dislodge from the stent delivery system. The stent was withdrawn into the radial artery. The stent could not be removed completely and remains in the radial artery. The patient is reported to be alive.